Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "drilling the holes for the cutting blocks and the drill bit snapped".